Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with a maximum blood glucose of 331 mg/dl for a few hours after a supply change; the user observed no leakage or kinking and was advised to monitor and change supplies if glucose did not trend down. Symptoms included elevated blood glucose without dizziness, loss of consciousness, ketoacidosis, or other acute effects. Outcomes included no alerts or alarms relevant to prolonged hyperglycemia, no use of backup therapy, and no medical intervention or assistance. Investigation included remote troubleshooting and education with attempted follow-up calls. Investigation of this case revealed no identified device or component malfunction and no confirmed set, connector, or cartridge issue; the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.